Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the central vein. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same product. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the central vein. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same product. No patient complications were reported. It was further reported that the balloon was inflated twice at 12 atmospheres for 30 seconds respectively.

Manufacturer narrative:
E1 - initial reporter phone: updated from blank to (B)(6).

Manufacturer narrative:
E1 - initial reporter phone: updated from blank to (B)(6). Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 6mm distal of the proximal balloon sleeve. The balloon material was also torn longitudinally beginning at the circumferential tear and extending for approximately 10mm distally. No other issues were noted with the balloon material. No issues were noted with the shaft, markerbands or tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the central vein. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same product. No patient complications were reported. It was further reported that the balloon was inflated twice at 12 atmospheres for 30 seconds respectively.